Event description:
Information received by medtronic indicated that insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The displacement test was not passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp on 24-jul-2022, the customer alleged for pump error 42. Pump was received cut and disassembled. Pump unable to perform the displacement test, rewind test prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test due to pump disassembly. Pump was reassembled and passed the sleep current test and active current test. Thus was utilized and downloaded trace/history files properly. In further full review in the pump memory/history found no pump error 42 on the event date. The motor was tested outside of the device on the ngp stb3 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 42 was not confirmed on the event date. Moisture damage was confirmed on the force sensor and motor. Device test failed was unknown due to pump disassembly when received. Test appendix: ngp 1. Displacement test = n/a medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Report source has been updated and provided with this report in section g2. Occupation has been updated and provided with this report in section e3.